Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, on (B)(6) on 2021, patient presented to (B)(6) with complaints of right hip pain, weakness, and squeaking. An x-ray revealed marked superior migration of the femoral head in the acetabulum, some contact between the ball and the titanium shell, cup quite vertical and suspected loosening, the cup migrated more vertical with risk of the femoral head escaping, and with probable metal-on-metal in the revision surgery performed on patient on (B)(6) on 2021, his operating surgeon found failure of the right total hip prothesis with wear of the liner, dissociation and metallosis from metal-on-metal contact with the femoral head and acetabular component with abductor necrosis. In the revision surgery, the wright medical dynasty shell, liner, gladiator stem, and femoral head, were each removed and replaced with devices not manufactured by wright medical.

Manufacturer narrative:
Due to human error this incident is a duplicate of manufacturer incident report number: (B)(4). Please void this report.